Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. New spinal cord stimulation (scs) lead added. The patient was doing well postoperatively. No further information has been obtained.